Event description:
Rptr has tested their device and the device of several other pts and cannot get a consistent reading on the same drops of blood. This meter uses a small drop of blood which makes it desirable to its users but the readings are off as much as 40 to 60 points of the reading. Rptr believes that device needs to be reevaluated by FDA because of this. Rptr is concerned because of the implications of a glucose reading that high on a diabetic using the readings to monitor their condition. They feel a pt could "get into trouble" with readings that off. MFR has been notified and they say they are working on it. MFR has sent pt a replacement which is still reading high.